Event description:
It was reported that during a stenting of the right common femoral iliac artery, the physician was unsheathing for deployment when the blue outer catheter became detached from the handle. The physician could not deploy the stent. He was using an .035 wire and did not use an introducer sheath. This was an up and over procedure, and the tracking path was not tortuous or calcified. He used another device for a successful outcome without injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not be returned to date, and based on the info rec'd the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.